Event description:
Complainant alleged that during functional testing, the device displays a red "x" indicator and gave a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.